Event description:
It was reported that t:slim x2 pump battery would not charge due to charger issue. There was no reported impact to the customer¿s blood glucose level. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.